Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
Dr. (B)(6) reports in an sae about a luxation which could not be brought back in place without surgery.